Event description:
Customer was hospitalized for high blood sugar levels. The significant events leading to the event was unk. The cause of event was also unk. It was indicated that the set change was two days prior to the event. The programming on the pump was accurate and the pump passed the functional tests. A few days later the customer called back and needed assistance with set change along with the bolus wizard feature.